Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00007 thru 3012447612-2019-00009.

Event description:
It was reported that two closure tops and one spacer backed out post-operatively. A revision surgery was performed to remove and replace the closure tops and spacer. This is report one of three for this event.

Manufacturer narrative:
Additional information: the returned closure top was examined. The portion of the device containing the part and lot number was removed as expected during installation, so the lot number remains unknown and the device history records are unable to be reviewed. The bottom of the device did not display any abnormal markings to indicate use error, however, the second associated closure tops did have these abnormal markings. This may have caused an initial back-out of that closure top which subsequently led to the back-out of this closure top. It is also possible that the patient experience a fall or some other traumatic event to lead to this failure, however, no information about this was provided. Therefore, the cause cannot be determined.

Event description:
It was reported that two closure tops and one spacer backed out post-operatively. A revision surgery was performed to remove the closure tops and spacer. The closure tops were replaced and bone was packed into the disc space were the spacer had been removed. This is report one of three for this event.

Manufacturer narrative:
Additional information: without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two closure tops and one spacer backed out post-operatively. A revision surgery was performed to remove the closure tops and spacer. The closure tops were replaced and bone was packed into the disc space were the spacer had been removed. This is report one of three for this event.